Event description:
An authorized service provider (asp) contacted ventec to report that the exhaled tidal volume (vte) levels were low. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by the asp where the reported issue of the low exhaled tidal volume (vte) level was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift.